Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted. A digital video was provided in the complaint folder, and was evaluated. The results show that the lens opened as expected. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use were reviewed and found to adequately provide instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick to the optic after insertion into the eye. Additional communication on (B)(6) 2015 verified that the lens is still implanted and there was no patient injury reported. No further information was provided. This report is 3 of 4 and is to capture the complaint specifically against the zcb00 lens.